Event description:
Ous MDR - interrogation with device was not possible. This was all of the information that was provided to us. If additional information becomes available, this event will be updated.

Manufacturer narrative:
Ous MDR.